Manufacturer narrative:
Device is reported available for return. However, it has not been received.

Event description:
The event involved a tego¿ connector where the customer reported that the device was being used with a bbraun dialysis line. The customer stated that it is a new customer and on the first day, the nurse had been using bung and when they disconnected the dialysis line that the bung broke in half. The customer provided additional information stating that there were no observations of defects, tears, or cuts on the product. It was a new product which had been applied to the patient¿s central venous catheter just before treatment began (3.5 hours before the breakage/incident occurred). There was no medication involved. The incident occurred just after the patient had been washed back and the nurse was disconnecting from the dialysis machine lines. The tego had been attached to the patient¿s central venous catheter for approx. 3.5 hours at the time of the breakage. The product has been stored in its original box in a cool and dry storage room just off the main unit. The mating devices involved during the dialysis procedure were b braun dialysis line, b braun syringe, and b braun flush. There was no adverse outcome reported as a consequence of this event.